Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using the pre-close technique prior to an interventional procedure. The sutures of 2 prostyle devices were successfully pre-placed. The sheath was upsized to greater than 24f and the interventional procedure was completed. Reportedly, post-procedure, one of the sutures broke while being tightened [during knot advancement]. Manual compression was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the reported information, the reported suture separation could not be confirmed. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/ nick damage. Reportedly, sheath was upsized to greater than 24f. The perclose prostyle instructions indication for use (eifu), states: for access sites in the common femoral artery using 5f to 21f sheaths. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties; therefore, a notification letter is not required. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 1494 - indication for use.